Event description:
Patient reported that the right side is "higher" than the contralateral device. Healthcare professional additionally reported a right side "capsular contracture baker grade iii/IV". Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/19/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the right side is "higher" than the contralateral device and capsular contracture baker grade iii/IV.